Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hypoglycemia during physical activity after breakfast, with the lowest blood glucose around 40 mg/dl; the user treated the event with oral glucose tablets and attributed the episode to activity, and no device-specific problem or component issue was identified. Symptoms included shakiness consistent with hypoglycemia. Outcomes included the need for medication intervention using oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information to link the event to the device and no findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.